Manufacturer narrative:
Based on new information received on 8/10/2018, the following section has been updated accordingly: additional information: there was no incision enlargement, no patient injury and no secondary procedures performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: not applicable as the lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it wss discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting and removing the initial lens; the doctor implanted a second symfony lens. Upon examination, this symphony lens had a mark on it. The mark looked like residue from tape or some type of glue substance. As another lens was not available, the doctor decided it would be best to leave the lens implanted and stated she will remove it at a later date. Further information was provided and reports the lens was explanted on (B)(6) 2018. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.